Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet had a cracked screen while the device and user interface continued to function, and an agent assisted with data sync and arranged an overnight replacement. Symptoms included no alerts or alarms and no changes in blood glucose. Outcomes included continued therapy without interruption or adverse clinical impact. Investigation included a device history review and customer interview. Investigation of this case revealed physical damage to the display consistent with screen breakage while core functionality and insulin delivery remained intact. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.